Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was 450 mg/dl. No additional details were reported regarding this event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.